Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. On (B)(6) 2018 the patient alleged that the piston rod inside of the infusion device moved to half of the cartridge and stopped. The patient found an insulin pen that she had for over a 1 year and 1/2 and administered the possibly expired insulin, as an attempt to self treat. The patient experienced elevated blood glucose levels such as dryness of mouth. On (B)(6) 2018 the patient was admitted into the intensive care unit with a blood glucose result of 42.5 mmol/l. The patient was diagnosed with ketoacidosis. The patient was disconnected from the infusion device and was treated with actrapid insulin through a linear doser. On (B)(6) 2018 the patient was reconnected to the infusion device with a blood glucose result of 20 mmol/l. The patient was stable. The patient is expected to be discharged from the hospital on (B)(6) 2018. The infusion device was requested to be returned for product evaluation.